Manufacturer narrative:
Confirmed results for this complaint, but unlikely probability of occurrence.

Event description:
Customer reports, protime inr results lower and outside therapeutic range when compared to other prothrombin time instruments. No pt adverse event or negative outcome reported.